Event description:
A male patient underwent endovascular therapy on (B)(6) 2009. The black trigger wire was removed without incident but upon trying to push the top cap up, it would not release. The top cap did raise approximately 1cm but would not extend further. There was a significant risk of the inner cannula bending. Upon screening, the inner cannula was bending the graft forcibly against the aortic wall. The ipsilateral limb of the body was deployed and the white trigger wire removed. The inner grey introducer was advanced over the inner cannula while the top cap was fixed by stabilizing the pink stylet. A 40mm coda balloon was inserted via the contralateral side of the body and inflated. An opposing force was applied to the coda and the top cap was pushed clear. The evar was then completed and a good final result was obtained with no endoleaks. There were no adverse effects to the patient. The patient is fine.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.